Manufacturer narrative:
Zimvie complaint (B)(4). One (1) tsx37b11, (tsx implant, 3.7 mmd, 11.5 mml) was reported. The reported device was returned however, a device malfunction could not be verified. Upon locating the device, this investigation will be reopened and updated accordingly. The investigation has been performed based on the available information using the item number, device history record (DHR) review, and risk management file (rmf). DHR review was completed for the subject lot number 1271734. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1271734 for similar events and no other complaint was identified. Review completed utilizing keywords: dental: functional: other. The customer did not submit images for the reported event. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was implant is not transferred from sterile environment to patient in accordance with IFU (e.g. Not in upright position, incorrect driver selection). Therefore, based on the available information, a device malfunction was not verified. The reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimvie complaint (B)(4).

Event description:
It was reported dropped implant, never placed. Implant was dropped during placement of four others. Tooth #21 universal.

Event description:
On (B)(6) 2024 the customer confirmed via email that the implant dropped from the drive and the procedure was completed with another implant.

Manufacturer narrative:
Zimvie complaint (B)(4). On (B)(6) 2024 the customer confirmed via email that the implant dropped from the drive and the procedure was completed with another implant. B1. Report type . H1: type of reportable event.